Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for low ef, no history vt/vf (scd-heft) and spinal pain indications. It was reported that the patient's battery was tilted and was becoming uncomfortable and more difficult to charge. A pocket revision was performed on (B)(6) 2022. The patient wanted the battery moved from the left flank to the right flank. It was noticed that the leads had migrated; however, they were not adjusted at the time of the surgery. No intervention is needed at this time. It was noted that the issues were resolved with the battery repositioning.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-apr-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.